Manufacturer narrative:
An event of regurgitation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 27mm epic stented porcine heart valve was selected for implant. The physician removed the calcified leaflets of the native aortic valve and then the epic valve was implanted with no reported complications. After the restoration of cardiac activity, a significant regurgitation "was over the entire surface of coaptation" was noted at the control pe of the echo kg. "A decision was made to perform a second cardioplegia to revise the valve" and the epic valve was explanted. A new unknown valve was successfully implanted. The patient was reported to be in stable condition.